Event description:
Device malfunction: none reported.symptoms: right sided weakness, double vision, word finding difficulty. Time of symptoms: post procedure.it was reported that the patient was hospitalized with stroke symptoms 27 days after a right internal carotid stenting procedure. Hospital records indicate the patient reported that in 2006, the morning of admission, she became weak and unable to move her right side, had double vision when she looked to the right, and had severe word finding difficulties. She stated that her symptoms persisted in the emergency room for about one hour but improved since that time. An h&p, done on admission and strength appeared equal in the upper and lower extremities bilaterally. However, a neurologic examination, done the following day indicated the patient had word finding difficulty when speaking although it had improved. Cranial nerves were intact, and strength was intact bilaterally. There were no sensory deficits. The patient no longer noted double vision or weakness. A consult note, indicates the patient had multiple complaints since the carotid stenting procedure, including intermittent vertigo and some word finding difficulty immediately following the procedure which seemed to improve over the weeks before admission. A CT of the head, was done showed mild cortical atrophy, old parietal infarct, and no acute bleed. ECG, showed sinus bradycardia at 60 bpm, left ventricular hypertrophy, poor r wave progression (not a new finding), and 3 q waves in leads ii, iii, and a vf, noted as having questionable pathologic significance. Eeg, one day later showed abnormal slowing and sharp waves seen over the left hemisphere, consistent with a left hemisphere lesion with cortical irritation, and consistent with a partial seizure disorder. Carotid duplex, showed no significant obstructive carotid lesions bilaterally and antegrade flow was noted in the vertebral arteries. A CT of the head, the next day showed no evidence of new infarct. Lab studies, including cbc with differential, chemistry, tsh, and pt were within normal limits during hospitalization. The research coordinator spoke to the patient 2 days later. At that time the patient was home and "sounded very good". The patient stated that her treating physician told her she had a tia. However, the research coodrinator reports that the discharge diagnosis and discharge summary are not available. According to the research coordinator, the pi feels this left hemispheric event is unrelated to the right internal carotid stenting procedure. No additional information is available.